Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that a one touch ultramini meter read inaccurately high. The pt manages his diabetes with sliding-scale insulin based on his blood glucose readings. On (B) (6) 2010, at 9:30 pm, the pt claimed that he obtained a meter reading of "27.2 mmol/l." The pt mentioned that his normal blood glucose readings before bedtime are between "7.0 and 8.0 mmol/l." He also stated that he has never gone over "14.0 mmol/l" before. Based on the meter reading, the pt reportedly took an extra 10 units of nova-rapid insulin to counter the result. As a result of taking the insulin, the pt claimed that it "imbalanced" him and that he developed a symptom of being disoriented. While feeling symptomatic, the pt tested his blood glucose and claimed to have gotten an unk reading between "2.0-3.0 mmol/" (equivalent to 36-54 mg/dl). As a result of the symptoms, the pt administered self-treatment by drinking orange juice. The self-treatment helped to relieve his symptoms. The pt went to bed two hours after the symptoms started and after he felt better. He also mentioned that he went to bed after his blood glucose level was "acceptable." The pt did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he obtained a possible blood glucose reading that can be associated with a severe hypoglycemia (less than "40 mg/dl") after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.